Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall, and ever since he has experienced a burning sensation at the scs ipg site. The patient stated when he fell, he did not hit the ipg site and his stimulation was not on. The patient stated he experienced the burning sensation wheter the stimulation was on or off. Follow up identified the patient's scs ipg was replaced. Postoperatively, the patient reported he was no longer experiencing the same ¿burning sensation" at the ipg site.